Event description:
It was reported by the customer that a pyxis medstation es system main drawer was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the no drugs were loaded in the faile drawer a field service engineer adjusted rails and guide rails to resolved this issue. The system functioned as intended after field service engineer troubleshooted the device.